Event description:
It was reported that when using the bd pyxis¿ es server displayed an error message as etl process delayed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data sn (B)(6) added. Upon investigation of this incident, it was determined that an error message had appeared indicating that the extract transform load (etl) process was delayed. A technical support specialist (tss) customer resolved the issue after identifying a dequeue error and connection timeout. It was confirmed that knowledge article "medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeuet" had already been applied. All app server services were stopped, and the structured query language (sql) server service on the data base (db) was restarted. Once services were restored, message processing resumed, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server displayed an error message as etl process delayed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.